Event description:
Following the information provided the indigo module in enterprise 5000x bed activated unintentionally when the operator was moving the bed to the lift. The operator left the bed unattended to call the elevator. At that time the bed drove away by itself. The operator did not apply brakes when leaving bed unattended. Upon evaluation it was confirmed that the floor in this place is inclined for about 7 degrees, which was the reason for the bed movement. No patient was involved, no injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within follow-up report once available.

Manufacturer narrative:
The customer reported a possible issue with the bed enterprise 5000x. They reported that when a wardsman (a customer staff) was pushing the bed towards the elevator, the bed drove off by itself of the wardsman while he was calling the elevator. A cctv footage was reviewed to verify what had happened. The video evidence provided shows that the bed was pushed towards the elevator, was not secured with the brakes and as a result the bed rolled off in the opposite direction. There was no injury. The device was not used for a patient treatment. The device was inspected by an arjo technician after the event who did not find any failure, the bed was in good working condition. The reported issue could not be replicated. The bed was tested in different parts of the hospital and when the technician checked area were the incident occurred found a slight drop in the floor (7 degree drop on the floor). The involved bed was equipped with indigotm intuitive drive assist. Indigo is the powered 5th wheel that aims to make the transport lighter available to any caregiver with just a touch ¿ for safety and simplicity. In order to activate the indigo function, the pedals need to be in an upright position. There are three position of pedals, the upright position (activated), horizontal position (free), downward position (brake). Indigo is activated when the pedal is in the most upright position, and deactivated if the pedals are in free or break position. When indigo is activated the 5th wheel will be lowered to the floor and blue lights illuminate to signify that indigo is active. The blue light was visible on the cctv footage, which suggests that the indigo function was active during the event. Also, the video shows that the bed was left on the floor without control while the wardsman was calling the elevator, at that time the brakes were not applied. Product instruction for use (IFU) 416260-en rev c (dated 04/2018) states to not use indigo on slopes: ¿do not use on slopes greater than 6 degree.¿. The document states also: ¿when operating indigo, maintain contact with the bed at all times.¿. ¿indigo must be used by appropriately trained caregivers or porters with adequate product knowledge.¿. In section ¿after using indigo, the IFU states to ¿deactivate indigo and apply brakes by placing the pedal in the most downward position¿. To sum up, the bed failed to meet its performance specification due to a use error. The bed was involved in the reported event, because it drove away by itself, however there was no product failure, the bed moved away because it was likely to have been left on the floor with a slope greater than 7 degrees and in addition, the brakes were not applied while indigo was active. The bed was not used for a patient treatment or diagnosis at the time of the reported problem.